Manufacturer narrative:
Medical device expiration date: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there is a strange noise in drawers c and d. Although there is no temperature abnormality, it is said that false positives have occurred in drawer d, so I asked you to move the bottle of drawer d. Visit an engineer.¿

Manufacturer narrative:
H.6. Investigation summary: "customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer (fse) was dispatched, replaced the couplings of the c and d drawers and confirmed that there were no abnormalities in operation. This is a confirmed failure of the bd product. The root cause was worn couplings. CAPA (corrective and preventative action) exists to address this failure mode. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this failure."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there is a strange noise in drawers c and d. Although there is no temperature abnormality, it is said that false positives have occurred in drawer d, so I asked you to move the bottle of drawer d. Visit an engineer.¿